Event description:
The customer reported the generation of erratic sodium (na) patient results on their au5800 clinical chemistry analyzer. The patient results were not reported out of the laboratory. There was no change to treatment, injury or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
The beckman coulter field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and identified the ise (ion selective electrode) buffer valves were blocked. The fse replaced the ise buffer valves to resolve the issue. The fse performed calibration and quality control (qc), which all passed. The fse verified analyzer resumed normal operation. Information not provided by customer. Initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).